Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional event information: english. The deployed stables were formed properly at the 4th firing. The curved cutter was used to cut the target tissue that was not cut by the complaint device. The patient¿s condition is stable.

Event description:
It was reported that during a laparoscopic low anterior resection, the 1st firing was completed properly. At the 2nd firing, although the target tissue was pushed into the jaws by a forceps since it was stiff, the firing was completed. At the 3rd firing, the target tissue was pushed by a forceps like the 2nd firing, and the device was fired, but the knife stopped moving forward. The device was used on the rectum by pulse-firing. The manual override lever was attempted to use to return the knife, but it could not. The device was removed with the trocar to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2021. D4: batch #u5eh4j. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with an endopath xcel trocar inserted in the device, the closing trigger and anvil in closed position, the anvil bent upwards, and with one gst60t reload present. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.